Event description:
On (B)(6), the patient underwent endovascular repair of a thoracic aortic aneurysm at the aortic arch using two conformable gore® tag® endoprostheses (tgu343420j-distal, tgu404020j-proximal). Prior to the implantation of the devices, the left subclavian artery was embolized with coil, and a debranching surgery was performed between the ascending aorta to the left axillary artery, the left common carotid artery, and the right axillary artery. A contralateral leg component of the gore® excluder® aaa endoprosthesis was implanted in the brachiocephalic artery as a "chimney." After the implantations of the devices, angiography showed a type a dissection developed at the proximal end of the tgu404020j. Open thoracic repair was performed whereby a portion of the tgu404020j was explanted and the ascending aorta was replaced with a vascular graft. The patient tolerated the procedure. The physician reportedly stated that the proximal edge of the tgu404020j landed at the curve and the patient's aorta was fragile, which contributed to the occurrence of the dissection.

Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use, the gore® tag® thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta. The gore® tag® thoracic endoprosthesis is designed to treat proximal and distal aortic neck lengths no less than 20 mm distal to either the left subclavian or left common carotid artery with required minimum 20 mm healthy proximal and distal neck lengths. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.